Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege physical injury, pain, bodily impairment, and high levels of toxic metal in the blood stream. **update**(B)(6) 2014 - plaintiff's preliminary disclosure form was received, which identified dob information. Doi will be updated. Part/lot provided for the cup and head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6)2014. Update rec¿d (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014 update rec¿d (B)(6) 2014 - ppd with medical records received. Left hip was revised to address a pseudotumor. Upon revision, a small amount of corrosion on the trunnion of the femoral component, and osteolysis were noted. The stem remained in situ, on which a ceramic head was impacted. The sleeve is being added to the complaint. This complaint was updated on: (B)(6) 2014.